Event description:
It was reported that the right ventricular lead developed loss of capture shortly after implant. When the lead was repositioned, the lead was able to be pulled back before the helix was retracted, so a micro-dislodgement was suspected. Also during the repositioning procedure, the lead was determined to be entering the coronary sinus with marginal, unstable pacing and sensing. The final position in the apex had excellent function. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 374 high impedance paces recorded after ventricular lead warning on (B)(6) 2010.